Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Pump had minor scratched display window.

Event description:
It was reported that the customer's insulin pump display was blank, even after replacing out the battery cap. Customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.